Event description:
The patient suffered a mi three days post the index procedure. Ptca of the lad (non target vessel) was carried out four days later with a resolute integrity drug eluting stent implanted. The investigator has indicated the event was not related to the study device. The patient recovered. The clinical events committee have adjudicated this event was consistent with an arc mi. Following the previously reported mi, which occurred approx 2 months post index procedure, CABG of the lad was carried out. The investigator has indicated the event was not related to the study device.

Event description:
Approximately 10 months post index procedure, patient had an assumed acute m' and expired same day at home. Investigator assessed that the mi is possibly related to the study device but not related to the procedure.

Event description:
During the index procedure, the patient was treated with a resolute integrity drug eluting stent in the rca. Approximately 2 months post the index procedure, the patient suffered an mi. The target lesion was not involved.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death <(>&<)> mi).